Manufacturer narrative:
The reported 72203793 truepass needle single pack sterile bx 5, intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. However a photo was provided and breakage is visible. From the information provided, ¿during a shoulder rotator cuff repair, the tip of the truepass needle broke inside the patient and the tip could not be found under arthroscopy and using x-ray but it is known that it was not left inside the patient¿. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.

Event description:
It was reported that during a shoulder rotator cuff repair, the tip of the truepass needle broke inside the patient and the tip could not be found but it is known that it was not left inside the patient. The procedure was successfully completed without significant delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Additional information in b5.

Event description:
It was reported that during a shoulder rotator cuff repair, the tip of the truepass needle broke inside the patient and the tip could not be found under arthroscopy and using x-ray but it is known that it was not left inside the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.